Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from two (2) different pt samples that were generated by the unicel dxi 800 access instrument. Pt a: the initial accu tni result was 0.48ng/ml. The customer pulled the pt sample 2 days later and observed a fibrin. They re-spun the sample and re-tested twice for accu tni; 2 results of 0.05ng/ml were obtained. On the same day, a fresh sample was collected from the pt and tested for accu tni; result was 0.65ng/ml. The sample was re-tested twice and accu tni results were: 0.12ng/ml and 0.34ng/ml. A third sample was collected from the pt and tested for accu tni; the result was 0.07ng/ml and 0.04ng/ml upon repeat. Pt b: the initial accu tni result was 0.28ng/ml. The sample was re-tested for accu tni 2 days later and a result of 0.86ng/ml was obtained. The sample was tested on a different instrument in their lab for accu tni and results were: 0.3ng/ml, 0.18ng/ml and 0.17ng/ml. The erroneous results were reported out of the lab. There was no pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc results were within specifications before and after the event. The customer performed a precision run with each level of accu tni and obtained acceptable results. The customer then conducted a system check testing followed by a full set of qc; all results passed within specifications. The specimens were collected in bd, lithium heparin tubes. The customer can not be certain if appropriate number of inversion took place at the time of the samples collection. Based on written documentation provided, the customer suspected issues were isolated to specific pt's samples. No flags or errors were associated with the accu tni results. A field service engineer (fse) contacted the customer via telephone on 01/13/07: the fse verified results of system check and precision testing, done by the customer, and they were acceptable. The fse ordered material for diagnostic testing which was conducted by the customer via guidance from the fse on 01/16/07; results passed within specifications. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.